Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03111. It was reported the pt went to the ER due to post-operative pain. F/u identified there was no infection or suspicion of infection. It was also reported per the pt, the surgical pain has significantly reduced and is improving daily.